Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The customer reported getting a replace sensor message. An attempt was made to replicate the reported issue using similar configurations of (iphone 11 pro ios 16.6 2.10.2.7677) or the same configurations. The reported issue was unable to be replicated as the configuration (ios 16.6.1/iphone 11/2.8.1.6120) is no longer obtainable as it is a limitation within ios to access previous versions of the app. There was no known issues related to freestyle librelink app that could have led to the reported issue. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "scan again in 10 minutes" message on the adc device in use with iphone 11, ios 16.6.1, version - 2.8.1.6120 and was unable to obtain readings. As a result, customer experienced a seizure and was unable to self-treat, requiring an administration of a glucose injection for treatment by a healthcare professional. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "scan again in 10 minutes" message on the adc device and was unable to obtain readings. As a result, customer experienced a seizure and was unable to self-treat, requiring an administration of a glucose injection for treatment by a healthcare professional. No further treatment was reported. There was no report of death or permanent injury associated with this event.